Event description:
It was reported that the user attempted to connect a libre 3 sensor to the ilet mobile app and received repeated ¿incompatible sensor¿ messages despite app force-close, rescan, deletion, and reinstallation, and it was confirmed the user had libre 3 rather than libre 3 plus. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the reported issue was due to use of an incompatible sensor model. It was concluded that the device performed as designed and the event was attributable to incompatible ancillary equipment, and the user was advised to obtain a compatible sensor through their healthcare provider or pharmacy.